Manufacturer narrative:
(B)(4).

Event description:
It was reported the device exhibited signs of premature battery depletion. The device was found to have triggered the elective replacement indicator alert faster than expected. The device was explanted and replaced. The procedure was done without complications. The patient was discharged and left in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.